Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The returned specimen presents a tensile overload fracture of the core wire immediately proximal of the distal tip coil-to-core wire weld joint and subsequent stretching of the coil wraps to an independent length. The core wire immediately proximal of the core wire fracture is extending through the stretched coil wraps. Deposits of dried blood-like material are visible between the coil wraps, on the weld masses and the exposed core wire surfaces. No other damage or inconsistencies are noted to the specimen at this time. The specimen does not present any indication of an oversized diameter. The proximal joint appears to be correct and intact by visual examination and non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The microcatheter referred to in the complaint was not provided for analysis. The nature of the damage presented by the specimen appears to be consistent with that complaint of "guide got stuck in a microcatheter" as reported. The timing of when the device became stuck and when the damage was incurred cannot be determined from the info provided. Based on the evidence presented by the sample and the info provided by the supporting documentation, it appears that procedural factors and/or clinical conditions may have impacted on the event as reported.

Event description:
The guide got stock in a microcatheter.